Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor failed a pulse test. Upon evaluation, the monitor delivered a monophasic pulse during testing and multiple components were shorted and thermally damaged on the defibrillator and pca boards. High voltage had deviated to low voltage circuitry and caused the damage. The root cause investigation into monophasic pulses found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. The root cause of the voltage deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for an unrelated reason, a reportable problem was found. The monitor failed pulse testing.